Event description:
My eye doctor prescribed avenova to be sprayed into my eyes (open eye and spray a mist into each eye) prior to lasik surgery. My blood pressure jumped to 205/105 and stayed there. I take losartan 50mg once a day normally. I saw my dr about getting a refill for losartan, they noted my bp was high, so I was instructed to increase losartan to twice per day. My bp has remained high at least 200/100 for the last 3 weeks since using the avenova. When I researched more about this product, it is not intended to be used in the eye at all. I will also take this up with my eye dr. Strength: 1ml milliliter. Frequency: twice a day. How was it taken or used: topical. Date the person stopped taking or using the product: (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Do you still have the product in case we need to evaluate it: yes.